Event description:
Patient had device implanted in (B) (6) 2005. Patient stated to surgeon she was doing well until (B) (6) 2007 when she had increased pain and swelling in the left knee. Operatively, it was found that the femur was well-fixed and the tibia was grossly loose. The tibia had debonded from the cement.

Manufacturer narrative:
Evaluation summary: the femoral component, articular surface, and tibial tray were all returned for evaluation. The femoral component has large quantities of bone cement with some bone still firmly attached. This supports the statement that the femoral component was well-fixed operatively. The articular surface shows signs of wear on the condylar surfaces such as abrasion, pitting and scratching and shows signs of backside wear on the distal surface. There are also wear patterns present on the proximal surface of the tibial tray which mates with the backside of the articular surface. The prevalence of these wear patterns could be due to the length of time (over 2 years) between when the patient reported pain and swelling and when the knee was actually revised. X-rays were provided for evaluation, however, no additional insight could be gained from them. Perhaps the most significant observation is that there is little to no cement adhered to the backside of the retrieved tibial component. A potential contributor to this could be variability in the cement application technique. It is likely that the tibial loosening is related to this observation; however, there is no definitive evidence that this is the case. Many other variables such as patient weight, bone quality, or adverse patient-specific reaction could have played a role as well. Without further information, the probable cause of the reported loosening cannot be determined. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.